Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a non-tandem wall adapter and cable. There was no reported adverse impact to the customer's blood glucose level. Replacement charging supplies were sent to the customer and the issue persisted and the pump battery could not be charged. The customer reverted to manual injections for insulin therapy.